Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 around 5pm-6pm. The patient reported a blood glucose result of "23.9 mmol/l" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. Around the time of the alleged issue, the patient claims she felt symptoms drowsy, dizzy, sweaty, light headed and shaky which she associated with low blood glucose. The patient could not confirm when her symptoms started. The patient reportedly administered self a total of 12 glucose tablets (4 tablets in 15 minute intervals) and allegedly ate more food and/ or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.